Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on november 15, 2018.